Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the device, with a documented lowest blood glucose of 66 mg/dl and device alerts for low and urgent low soon; troubleshooting and education were completed. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute effects. Outcomes included use of oral glucose to correct the event and no need for medical intervention or assistance. Investigation included complaint evaluation, user interview, and review of device alerts and use. Investigation of this case revealed the cause of hypoglycemia was not determined. It was concluded that the event involved hypoglycemia of unclear cause with no device malfunction identified.